Event description:
Materials: 309628. Batch#: 8324841. It was reported that the bd syringe 1ml ll barrel cracked. The following information was provided by the initial reporter: it was reported by the customer that a thin crack was found in the syringe for 1 carton. Verbatim: rcc received a complaint via email. Email(s) attached. On (B)(6)2024, an annual retains exam and component examination was performed in (B)(6) on item (B)(4). A thin crack was found in the syringe for 1 carton (syringe lot: 8324841; syringe catalog number: 309628). There was a total of (B)(4) retain samples inspected with one syringe affected by this defect. Affected items were segregated from the rest of lot and marked for observation. This observation is not related to a product complaint reported. The raw material was shipped from bd to sharp.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported there was a thin crack in the syringe. To aid in the investigation, one sample of a 1ml luer lok syringe in a sealed packaging blister and one photo was received and evaluated by our quality team. The sample received displayed a parting line weld in the barrel. The photo provided shows the sample received. A molding engineer was consulted and confirmed the reported condition. A small weld line is visible in the barrels by the flange. This is created from the material flow during the manufacturing process. The condition is not a crack and does not affect the strength or integrity of the syringe. A device history record review was completed for provided material number 309628, lot 8324841. The review revealed all visual inspections were performed per requirements with no quality notifications related to the defect reported. The lot was inspected and accepted based on our inspection control plan and approved for shipment. Please note, this lot has been expired since 11/30/2023. To date, there have been no other similar events reported for this lot. Based on the investigation, the condition observed is acceptable.

Event description:
No additional information received.